Manufacturer narrative:
Device passed the functional testing including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test and displacement test. No unexpected critical pump error (open book image) noted during testing. (B)(4).

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they received critical pump error alarm during the basal. The customer's blood glucose value was unknown. Troubleshooting was done. The customer was advised to replace and to discontinue use of the insulin pump and to revert to the back-up plan. The kit will not be returned for analysis.